Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the reported complaint of a broken clamp. Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken. The main tube was detached from the proximal clevis. All cables were broken. No material was found missing. The root cause of broken instrument main tube is typically attributed to the mishandling/misuse. Additional observation(s) related to customer reported complaint was also identified during investigation. The instrument was found to have a broken grip cable at the proximal clevis. There was damage found on the proximal clevis. All other cable inside the proximal clevis were broken. Also, the instrument was found to have a broken conductor wire and a broken pitch cable. The conductor wire was broken at the proximal clevis. The root cause of the broken distal instrument grip cables, broken conductor wire and broken distal instrument pitch cables is attributed to a component failure. Additionally, the instrument was found to have a dislodged flush tube and a broken metal proximal clevis. The root cause of dislodged instrument flush tube is typically attributed to mishandling and misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the maryland bipolar forceps instrument (part# 471172-16/lot# n11210426 0020) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2022 using system sl0028. The instrument had 2 remaining usable lives with no subsequent use recorded. This complaint is being reported because the maryland bipolar forceps instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to starting a da vinci-assisted prostatectomy- radical with lymphadenectomy surgical procedure, the maryland bipolar forceps was observed to have a broken clamp. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.